Event description:
Bard miniloc safety infusion set 20g 3/4" huber needle leaked around the connection of the needle and the plastic. Patient port was accessed and when flushed saline came out the top of the huber needle set.======================manufacturer response for miniloc safety infusion set, bard (per site reporter).======================unknown at this time.